Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a failure of the pod to deploy. Data download showed that the pod ran zero pulses and entered pod state 14, meaning the pod timed out waiting for input from the pdm. The fill rod was in the reservoir and never contacted the fill sensor springs. The device was reset, connected to a pdm, and delivered a 5-unit bolus with no issue. An audible double beep was heard during filling and the needle mechanism deployed.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient found cannula had not deployed as intended.